Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during drain 2. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed discard the supplies and let their nurse know about the alarm. The hp was unsure of how they would complete therapy. There was patient involvement. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The product code is unknown, therefor the 510k number is unknown. The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.